Event description:
The customer reported that she sought medical treatment due to an infection at the sensor insertion site. The customer stated that she was wearing the sensor for one and a half days when she noticed that the insertion site was red and irritated. The customer felt that she may have had a reaction to the material that the electrode is made of. The customer has since stopped using the sensors. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.